Manufacturer narrative:
The customer's report of "unit failed" was observed and attributed to a high voltage plug that was not locked down to the main board. The high voltage plug was reconnected onto the main board to resolve the report. It could not be confirmed how the plug became disconnected. The customer's report of "device shuts down" was not replicated or confirmed during testing or review of the device activity logs. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device inappropriately shut down and prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.